Manufacturer narrative:
The returned lead was analyzed and the complaint was confirmed. Device evaluation indicated that the lead passed mechanical testing performed. Visual inspection revealed the lead body had a pronounced kink approximately 7 inches from the distal end, where the lead appears to have been sutured. Cable #5 was broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cable is the reason for the high impedances observed.

Event description:
A report was received the patient was experiencing loss of stimulation. Reprogramming was attempted. During reprogramming a high impedance contact was noted on the lead. The physician explanted the lead and replaced it with a new one. Following the procedure the patient was receiving pain relief and impedances were fine.

Event description:
A report was received the patient was experiencing loss of stimulation. Reprogramming was attempted. During reprogramming a high impedance contact was noted on the lead. The physician explanted the lead and replaced it with a new one. Following the procedure the patient was receiving pain relief and impedances were fine.